Event description:
IV infusion pump battery failure alert. Manufacturer response for infusion pump, baxter sigma spectrum infusion pump (per site reporter). Loaner pumps were sent and staff to repair pumps.